Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Single reporter exemption #: e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device investigation could not be performed because the device was not returned. Reviewing of the manufacturing records found there was no indication of product deficiency. When and how dissection occurred could not be ascertained; therefore, a possibility that the subject device caused or contributed to this incident could not be completely ruled out. Tip separation was assumed to be caused possibly by excess tensile stress generated with catheter removal that was possibly made while the tip was being trapped by the anatomy. Therefore, it was concluded that this event was not attributed to product quality. The malfunction and adverse effects section of the instructions for use (IFU) states separation and dissection of blood vessels.

Event description:
It was reported that the tip of the catheter broke loose during a pci to treat an unspecified lesion. Dissection of the vessel occurred during attempted retrieval. The separated tip was pushed to distal om branch, with good result.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.